Event description:
On 20nov2022 the nalu qa team responsible for reporting was made aware that a patient had undergone 2 revision procedures. Patient was originally implanted on (B)(6) 2022. After the initial implant it was discovered that the implanted pulse generator had flipped and required repositioning. Surgical repositioning was performed on (B)(6) 2022. No components were replaced during the procedure. After the first revision the implanted pulse generator was found to be in a skin fold and required a second revision procedure. Surgical revision was performed on (B)(6) 2022. The system was replaced during the procedure. Both revisions came to the attention of the nalu quality team on 20nov2022 due to a separate investigation.